Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the suction volume did not meet the standard value due to a dent on the suction tube. Also, evaluation found the following: due to a pinhole on bending section cover or distal sheath, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to a dent on channel-tube, channel cleaning brush cannot inserted smoothly; image guide bundle has significant breakages; connecting tube has a dent; due to wear of angle wire, bending angle in upward direction does not meet the standard value; and an abnormal sound is made due to damage on angulation lever. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus the tracheal intubation fiberscope, problem with aspiration system. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the coating of the connecting tube was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.